Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l45412, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
It was reported that the patient ¿let the pump go empty¿. The patient suffered mild withdrawal symptoms. The reporter was to refill the pump. The device system delivered compounded baclofen. It was later reported that the patient experienced symptoms of burning feeling and increased spasms in the legs. The pump was refilled on (B)(6) 2014. The patient returned back to baseline. The doctor noted that the patient was not always reliable for refills and came in late for this refill.